Event description:
It was reported that on (B)(6) 2011, the patient experienced fainting episodes, pallor and irregular pulse. The lead exhibited impedance of 260 ohms. The lead was reprogrammed to higher outputs and the patient felt -better-. The patient was admitted to the ccu. On (B)(6) 2011, the lead exhibited high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.